Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device revealed a leak at the guidewire port (from perforation in inner shaft inside the hub/manifold) but no leaks were found in the balloon section of the subject device. It is possible the user referred to the inner shaft proximal hub leak as a balloon leak. A .014" guidewire was inserted into the guidewire lumen. A syringe filled with water mixed with food color was attached to the manifold to pressurize the balloon. While pressurizing the balloon, the water was leaking out of the guidewire port. The device was examined under magnification and the shaft of the inflation port was leaking. The inner shaft under the manifold appeared to be perforated, which was causing the leak. The device would not stay inflated due to the inner leak under the hub's inflation port. The catheter shaft was examined, it was found to be kinked at 95.0cm from its proximal. During functional testing, a 0.014" demo synchro guidewire was introduced and advanced through the catheter proximal end. The guidewire went through the entire shaft and came out through the distal end without any difficulties. Slight friction was encountered. An inflation device filled with water was connected to the catheter inflation port. Attempts made to inflate the device to nominal pressure and stay inflated was unsuccessful. The balloon would not inflate normally. When inflated water was leaking through the guidewire port. Information from the complaint indicated the device was prepared as per dfu and that the issue was noted at preparation. Previous discussions with manufacturer have confirmed that the manufacturing process has associated controls related to manifold leaks for the gateway devices. These include 100% visual inspection for balloon/shaft integrity and leak and vacuum decay testing (vdt) prior to packaging. Per the device directions for use (dfu): ¿introduce the guidewire, flexible-end first, into the straight (back) port of the manifold. To avoid kinking, advance the guidewire slowly in small increments to the end of the balloon catheter...¿ additionally, the dfu provides a diagram which shows the balloon port and guidewire port. Based on the investigation, it appears that the guidewire was inserted into the balloon port (instead of the guidewire lumen), leading to the observed damage and reported leak. While it appears the dfu instruction was not followed, this could not be definitively identified as the primary cause or contributor for this issue because additional information indicated the device had been prepared per the dfu. Therefore, an assignable cause of handling damage has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon catheter was found to be leaking during preparation. The procedure was performed using another of the same device. There was no patient involvement.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that the balloon catheter was found to be leaking during preparation. The procedure was performed using another of the same device. There was no patient involvement.